Event description:
It was reported that non-sustained lead noise episodes were detected. Intermittent oversensing of noise was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.